Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The customer reported navigation ring is not working. There was no patient involvement.

Manufacturer narrative:
G4: 09nov2020. B4: 09nov2020. The determination could be made that the device failed to meet specifications, the navigation-ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08oct2020. B4: 09oct2020. The manufacture field service engineer (fse) replaced the navigation ring to resolve the reported issue and performed required tests in accordance with service manual. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.